Event description:
It was reported that during use, the ventilator stopped. Ventilation was continued with manual ventilation, then the ventilator reportedly started to operate again and the alarm disappeared. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. On-going.

Event description:
It was reported that during use, the ventilator stopped. Ventilation was continued with manual ventilation, then the ventilator reportedly started to operate again and the alarm disappeared. There was no patient injury reported.

Manufacturer narrative:
On the reported date of event the log file showed the entry v045 membrane pres high. This event is logged when the membrane vacuum of the piston exceeds the maximum value for auto-ventilation. The ventilator stops as a precaution and the device alarms for ventilator fail. As no persistent malfunction was found by the service technician, nor related parts were replaced, no root cause could be determined. Possibly the maintenance or repair activities a few days before caused the reported event, which were resolved by recheck activities. During the daily and pre-use check the readiness and functionality of the device is checked. The user is informed about possible restrictions. In case of a vent fail during use the device alarms as reported in this case. Manual ventilation and monitoring remains possible.